Event description:
It was reported that the cq2015a three piece collamer lens was inadvertently loaded into a competitors injector and tore during insertion. The lens was removed and replaced without any injury to the patient. Reporter stated the event was due to a loading error. This is off label use of the device.

Manufacturer narrative:
(B)(4). Eval, results: visual inspection of the returned lens showed the lens was returned in liquid and half of a haptic was orn off and missing. (B)(4).